Event description:
The customer reported that at both ends of the tubing, the blue caps are popping off. Per customer, both ends are to be physically attached without being pulled off. The issue was noticed before use.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.